Manufacturer narrative:
Device evaluation: there is no indication of a device failure associated with this event. Evaluation method code: other: biocompatibility testing to iso 109993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an open sore left by the lifevest. The patient alleged open sores under the back left therapy electrode (te). The patient was advised to clean the te pads with alcohol regularly, and to contact a physician if discomfort continues. The patient was also provided a new garment. Follow-up indicated that the irritation had not gotten andy worse. There is no indication of medical intervention.